Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor had an intermittent connection on the j1 battery connector and a bent pin on component j1001. The root cause for the intermittent j1 connector and the bent pin on component j1001 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During investigation of an unrelated problem, it was found that a monitor had an intermittent connection on the j1 battery connector and a bent pin on component j1001.